Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a guide wire. The customer reports the guide wire unraveled inside the closurefast catheter during the procedure. They tried to remove the wire and it would not move, thus the entire closurefast had to be removed from the pt and treatment was not completed.